Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned for analysis in two pieces. External insulation abrasion was noted from 6.8 cm to 7.0 cm from the distal tip, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.